Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) reading was "high", specific value was not provided. Customer went to the emergency room and was subsequently admitted to the intensive care unit. The customer reverted to an alternate method of insulin therapy. Customer was treated with intravenous insulin and was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.